Event description:
Customer reported several pts failed to reconnect to acuity after leaving a covered area. If a pt is taken out of the coverage area for treatment/procedure, the bedside may fail to reconnect when returning to an area with wireless coverage. In such circumstances, the staff has to cycle the power at the bedside monitor by removing the battery on the device in order to restore connectivity with acuity. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete. Welch allyn is reporting this event in an abundance of caution. It is unclear whether this event is related to acuity or not. The investigation is currently ongoing.